Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical low voltage alarms was not confirmed. There were no photos or log files submitted for review. The system controller, serial (B)(6) , was not returned for analysis. The provided information indicated that the patient was experiencing low voltage alarms while connected to batteries and wall power. An attempt to retrieve log files was performed, but when plugged into the power module it continued to alarm. The controller was consequently exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, rev. B section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage alarms. Heartmate 3 instructions for use, rev. B section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient needed a system controller exchange due to low battery/ voltage alarms that occurred when on battery or wall power. An attempt to retrieve log files was performed but when plugged into the power module the system controller continued to alarm for low battery. It was also noted that the patient's backup clip was sticking to the battery, which made removing the battery difficult once in place. The system controller and clips were exchanged.